Event description:
It was reported, the patient charged the ipg ten days ago and used the programmer 4 days ago. The patient was unable to turn on the scs system and suddenly the ipg is unable to communicate with external devices. Surgical intervention may be taken at a later date so address the issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.